Manufacturer narrative:
A re-evaluation of assembly tolerance revealed a potential for the saddle to interfere with the knockdown of the construct. This could occur on extreme worst case dimensional analysis. However, without the implant, the exact cause is undeterminable. (B)(4). Manufacturer's note: this MDR is being filed at this time (late) at the request of the 3rd party reviewer. Company followed their quality procedures for reviewing this incident and, at that time, it was determined that this incident did not rise to the level of filing an MDR.

Event description:
Patient had spine fusion surgery (levels not specified) in early (B)(6) 2011. During the 4-week follow-up visit, the surgeon was able to see on the x-ray that the set screw had become dislodged. Patient had no complications. No revision surgery was required. No further follow-up is available or anticipated.